Event description:
Both ext reamers broke during reaming. Locking tabs broke off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Examination of the returned instruments confirmed both of the two tabs fractured. Previous investigations have confirmed the issue of instrument breakage in the form of tab fracture. A search of the complaint database has identified a trend of this issue. (B)(4) was created on december 11, 2012 to determine root cause and corrective action. A health hazard meeting recommended moving to the qrb who recommended a field notice, dva-107508-qrb. A medical device correction notice was distributed on february 25, 2013 for all lots of the 2975-00-500 product code manufactured since december 2011. The notice indicated that depuy has identified the potential for the reclaim reamer extension tabs to break off and potentially be left in the patient. The reamer extensions are not immediately being removed from the market and may continue to be used until a design change is implemented and new devices are available. The notice also stated when a design change is implemented depuy will conduct a formal trade-out of inventory. Co 103019495 was implemented on (B)(4) 2014 for the new design change. Stop shipment h14-21 was initiated on august 20, 2014. This stop shipment was planned to replace the old revision parts with the new revision parts. (B)(4) is in the approval stage. The root cause is attributed to design; missed design input of how the instrument could be used, lateralized or with side loading. Lateralizing was never identified through multiple design reviews, technical reviews, design surgeon meetings, or design surgeon cadaver labs. Monitor through trend analysis per sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.